Event description:
Caller reported that pump malfunctioned after it was accidentally dropped while reconnecting tubing post-shower. Customer's blood glucose level did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software. Customer will use multiple daily injections (mdi) as a backup therapy and was provided instructions on putting the current pump into storage mode before returning it. Tandem confirmed the shipping address and outlined the steps required upon receiving the new pump, all of which the caller acknowledged.